Event description:
On (B)(6) 2013, a reporter contacted lifescan alleging that the control solution test results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The products involved with this complaint have not been returned to lifescan at the time of this report. If the products involved are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.